Event description:
The patient flipped her pump several times. The flipped pump was confirmed. The pump segment of the catheter was twisted and it impeded flow. The pump segment of the catheter was revised on (B)(6) 2015. The patient had no symptoms or complication related to the event. The patient status was reported as ¿alive-no injury¿. The patient was doing well and receiving effective therapy after the procedure. The device system was delivering morphine.

Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿significant twisting that may have affected infusion¿. There was twisting observed on the catheter body. A kink was also observed at the location where the twisting was seen. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed